Manufacturer narrative:
Device evaluation/analysis: the reported air entry into the tubing, via the vent, is acknowledged. The mechanism of the entry is indetermiate. A revision to the product to include a tethered cap will prevent such observations. This revision is underway. Unless substantially significant info becomes available, this constitues a final report.

Event description:
It was reported that while using the device with an autotransfuser, the infusion pump alarm went off for air in line. The device was primed according to the instructions for use. This alarm sounded after two minutes of use. A non-vented administration set was used.